Manufacturer narrative:
H10: there was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that a touchscreen calibration passed, but does not hold and the touchscreen becomes unresponsive the next day. The customer requested and was provided with the part ID for a replacement touchscreen. The customer reported that the touchscreen was replaced to resolve the issue. The device was returned to service.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the touchscreen calibration passed but does not hold, and the touchscreen becomes unresponsive the next day. The device was being set up for patient use at the time the issue was discovered. There was no patient or user harm reported.